Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer was also calling in reference to the e-5 recall notice. The customer called concerned with test results from results obtained of 106, 70, 33, 55 and 63 mg/dl. The customer stated her expected blood glucose test result is 135 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 129 mg/dl using true metrix air meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 106 mg/dl date: (B)(6) 2026 time: am fasting, result 2: 70 mg/dl date: (B)(6) 2026 time: am fasting, result 3: 33 mg/dl date: (B)(6) 2026 time: pm fasting , result 4: 55 mg/dl date: (B)(6) 2026 time: pm fasting, result 5: 63 mg/dl date: (B)(6) 2026 time: pm fasting.